Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) saline bag broke on top of unit, possible saline damage to unit.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h6(problem code) h10,h11.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) saline bag broke on top of unit, possible saline damage to unit, unit shutdown during the spillage and were able to wipe down the exterior immediately. The device was able to turn back on without any issues after the spill.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) saline bag broke on top of unit, possible saline damage to unit, unit shutdown during the spillage and were able to wipe down the exterior immediately. The device was able to turn back on without any issues after the spill.